Event description:
The complainant stated that the unit was smoking. The unit was returned to ohio medical corporation for further evaluation. The device was returned to ohio medical corporation and a replacement unit was sent to the customer. The damaged unit was kept for further evaluation by qa and engineering. This event did not contribute to a death, illness or injury.